Event description:
It was reported that a revision surgery was performed due to loosening. No delay, additional injuries or back up reported.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery due to loosening. After repeated requests, smith and nephew has been unable to confirm details of the affected devices. Smith and nephew has an outstanding request with the reporter for information. The patient impact could not be determined with the available information. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. A clinical analysis noted that based on the similarities of the contralateral documentation along with the intraoperative and pathology findings, the root cause of the left tka revision was likely due to the tibial baseplate (aseptic) loosening possibly secondary to the erosion-type effects of the pvns (pigmented villonodular synovitis) on the surrounding bony area; however, findings of neosynovial periprosthetic type I membrane (particle-induced) and the isolation of 2 pathogenic processes (infection) could not be ruled out as contributing factors. The patient impact beyond the revision surgery and probable future revision along with an expected brief post-op rehabilitative phase cannot be concluded, as pvns can be a recurrent process and it was documented that the planned rt-modular revision could not be performed due to the resultant bony defect. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.